Manufacturer narrative:
The results/methods and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to the hospital for a scheduled bi-ventricular implantable cardioverter defibrillator implant procedure. The pulse generator leads were connected to the device and optimization and retesting of the leads were conducted. As the physician was closing the incision, it was noted that the atrial sensing disappeared. Additional testing of atrial lead found it exhibited low impedance repeatedly as well as loss of capture. The physician reopened the pocket and added a suture sleeve to the atrial lead. The impedance, sensing, and capture threshold returned to normal. As the physician reconnected and re-closed the incision, the lead exhibited intermittent noise and poor sensing several more times. Eventually, the device was replaced and all tested values were within normal limits with no further issues. It was noted that the atrial lead exhibited intermittent out of range capture values when connected to the device and had normal values when connected to the pacing analyzer system and the new device. The parameters were tested again post procedure and were within acceptable values. The patient remained in stable condition throughout and after the procedure. Related manufacturer reference number: 2017865-2020-12098.

Manufacturer narrative:
Report type was changed to serious injury as the physician attempted to re-close the incision again during the procedure.

Manufacturer narrative:
The reported events of sensing and capture issues could not be confirmed in the laboratory. The device was tested on the bench, and no anomalies were found.